Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the air detector damaged and fluid ingression on the downstream sensor; tamper seals were missing. The reported problem was duplicated/verified. The investigation found that the back-up capacitor had a broken wire which producing error code 1720 on the pump display. The broken wire was the cause of the issue. The back-up-capacitor was replaced as corrective action. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 07/2020) and there was no indication the complaint was related to previous service of the device. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error ode during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.